Manufacturer narrative:
Product complaint # (B)(4). The unknown adaptor was reported in error. Additional information received indicates this is a bi mentum cup trial 49. The event occurred in the united kingdom. Depuy synthes is not the legal manufacturer of this device and thus does not have reporting responsibility outside of events that occur in the united states.

Event description:
Additional information received states that the instruments were not used during surgery and there was no delay.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. Added: b3 and b5, if information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint #: (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Cup and adaptors aren¿t releasing and are extremely tight unlike the other sizes.